Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stenting procedure within the lower-mid common bile duct on (B)(6) 2010. According to the complainant, after about 2cm of the stent had been deployed, the physician could no longer move the outer sheath; the stent could not be deployed or re-constrained. The physician noted that the scope was in a tortuous position, but that the elevator was free. The stricture was not predilated, and the anatomy itself was mildly tortuous. The physician was able to remove the device from the patient and use another wallflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be (B)(6). (B)(4) relates to (B)(4) for stent partially deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the stent partially deployed by about 20mm. The outer sheath was bunched/kinked at approximately 12.5cm distal from the guidewire access port. A functional attempt to move the handle was unsuccessful; a considerable amount of force was applied and the stent failed to be deployed or reconstrained. There were no noted issues with the stent's profile once it was removed from the delivery system. The condition of the returned device was consistent with the complaint event. The most probable root cause has been identified as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stenting procedure within the lower-mid common bile duct on (B)(6), 2010. According to the complainant, after about 2cm of the stent had been deployed, the physician could no longer move the outer sheath; the stent could not be deployed or reconstrained. The physician noted that the scope was in a tortuous position, but that the elevator was free. The stricture was not predilated, and the anatomy itself was mildly tortuous. The physician was able to remove the device from the patient and use another wallflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.